Event description:
It was reported that during testing conducted at the MFR facility, the drill was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
Worn components were discovered throughout the device, including spindle housing, bearings, bearing stop and nose cone, which is probable cause of the overheating that was reported.